Event description:
It was reported that the left ventricular lead exhibited loss of capture. The physician decided to turn off the left ventricular stimulation. A fluoroscopy did not show any dislodgement.